Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm was noted. The insulin pump was received with minor scratches on the display window, a cracked case at display window corners, a cracked reservoir tube lip, a cracked reservoir tube near the reservoir tube window and cracked battery tube threads. Moisture damage was found on the electronic and motor assemblies.

Event description:
Customer reported button error alarm. Customer also stated she was stuck in a thunderstorm and got the insulin pump soaked. Customer also stated she removed the battery but button error alarm still persists. No additional information is provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.